Manufacturer narrative:
(B)(4)the device was not returned; therefore, no evaluation was performed.

Event description:
Initially, during a follow up call to the patient, the caregiver(cg) reported that the home patient has peritonitis and previously had gout. A call was placed to the facility nurse who provided the following clinical information: the male patient started with peritonitis on (B)(6)2010 with complaints of cloudy effluent. The patient did not notify the clinic until (B)(6)2010 regarding this issue. At that time a culture of the effluent was taken, a gram stain was done and a cell count was performed. The results of the culture indicated (B)(6), the cell count indicate many white blood cells (wbc) and the grain stain indicated many wbcs but no organism was seen. The patient was treated with vancomycin intraperitoneal (ip) for approximately three weeks and ampicillin (oral) for two weeks on an outpatient basis. The patient was hospitalized on (B)(6)2010 because of hypertension and diarrhea (underlying issue). The patient was discharged to home on (B)(6)2010 and the peritonitis was considered to be resolved. The patient was readmitted on (B)(6)2010 because of c-difficele and remains hospitalized at this time. The second hospitalized was related to the underlying diarrhea. The patient is non-compliant and has been in and out of the hospital multiple times because of the diarrhea. The nurse indicated that most likely the cause of the peritonitis was related to a break in sterile technique and unrelated to the peritoneal dialysis solutions or baxter devices. The patient and wife were retrained on sterile technique.